Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a pcu did not turn on. No ac light when power cord plugged in. There was no reported patient involvement.

Event description:
The customer reported a pcu did not turn on. No ac light when power cord plugged in. There was no reported patient involvement.

Manufacturer narrative:
The customer confirmed that the device will not be returned for repair. The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of did not turn on. Technical support recommended the customer to replace power supply processor board. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. Serial number was not provided therefore a review of the device history record cannot be performed.